Manufacturer narrative:
Intuvie received a report indicating that the pump failed the ground resistance test with a measured value of 0.210 ohms. The passing specification for this test is less than 0.1 ohm. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the investigation determined that the cause of the failure was improper preventive maintenance. The issue was successfully resolved by removing the power filter cable and properly securing it to the grounding pole. Reference to complaint # (B)(4).

Event description:
During preventive maintenance (pm), the pump failed the ground resistance test at 0.210 ohms. The passing specification for the ground resistance test is <0.1 ohm. There was no patient involvement reported.

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 44.23 psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 44.23 psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 221 to 259. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).